Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion located in the unspecified vessel was pre-dilated. An attempt was made to place a 2.5x28mm taxus liberte stent, but stent damage occurred. The procedure was completed with another unspecified taxus liberte stent. No complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
(B)(4).